Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's leads dislodged due to twiddler's syndrome as confirmed via x-ray. A surgical revision was performed in which this right ventricular (rv) lead was successfully repositioned. No adverse patient effects were reported.